Event description:
On an unknown date, the patient underwent a total aortic arch replacement using frozen elephant trunk technique to treat a type a aortic dissection. On (B)(6) 2011, the patient underwent endovascular treatment using gore® tag® thoracic endoprostheses (tag). The tag device was implanted distally of the elephant trunk. The reason for this procedure is that the elephant trunk was thinner than the aorta, and could not get enough sealing; hence, the tag device was additionally placed. On an unknown date in 2021, false lumen expansion of unknown amount was observed. And a type iii endoleak (component disconnection) was suspected. Reportedly, the length of component overlapping was approximately 2 to 3 cm on (B)(6) 2021, a reintervention took place whereby an additional stent graft was implanted distal the left subclavian artery. The patient tolerated the procedure.